Event description:
It was reported that the patient was noted as only having experienced "underdose of lioresal symptoms"; return of spasticity. Catheter investigation through the sideport showed a catheter occlusion. Initially, the cause of the occlusion was unclear. The catheter was revised on (B)(6) 2011. During surgery the reason for the occlusion became obvious. The catheter was occluded directly after the pump connection. They did disconnect the catheter from the pump. No csf backflow. They disconnected the pump segment from the spinal segment and csf backflow was visible at the end of spinal catheter segment. The pump segment was replaced. After replacing the pump segment, there was csf backflow visible. The catheter occlusion was fixed and they connected the catheter to the same pump. A leakage test was performed and showed "no leakage but good csf flow of the whole connected catheter". It was noted there was no injury. The product will not be returned.

Manufacturer narrative:
(B)(4).